Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). We received no samples for investigation. Batch document review: prontosan wound irrigation solution (B)(6) is manufactured at contract manufacturer. For ref. (B)(4) with batch number 24433m22, the following deviations are reported: (B)(4): monitoring: microbiological growth >200 cfu/25cm2. No risk for finished product. Deviation is not affecting aseptical filling line. Sterility testing of finished product was within the specification. (B)(4): weekly cleaning of walls and floors was not performed. No risk for finished product because manufacturing is within cleanroom status c. Conclusion: reported deviations have no relation to the reported error pattern of anaphylaxis. Risk-analysis document has been checked: ra-88228, version 18, chapter b1.1: nr. 8 incompatibilities with ingredients e.g. Allergies. Local skin irritation or allergic reactions (worst case: anaphylactical shock). Conclusion: no update of risk analysis is necessary. The instruction for use of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan® wound irrigation solution, but this usually dissipates after a few minutes. Prontosan® wound irrigation solution can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In very rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2024 for prontosan solution were over 7.6 million. There is no evidence of a trend. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
The patient presented what is described as "anaphylaxis" to the application of prontosan wound irrigation solution on (right leg ulcer). Questions and answers provided by b braun chile: how long after administration did the reaction occur? It is described during healing. How long did the reaction last? Unknown (not described). What symptoms did you experience? Flushing, erythema on the face, chest, and thighs, confusion, hypotension, and desaturation. Did this symptom occur only at the site where the product was applied or in other additional places? It was systemic. Outcome (were the symptoms managed with any medication? Please describe which ones: management with saline solution, hydrocortisone 100mg IV, oxygen support via nasal cannula, responding satisfactorily.